Event description:
It was reported that during a laparoscopic cholecystectomy, the device fired clips that were not properly forming or closing. Another same device was used to continue the procedure but it also produced improperly formed clips. A different device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.